Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the stents from a trabecular microbypass stent system, the patient suddenly moved upon trocar insertion, and the trocar bent and broke. Per report, a back-up device was not used and the procedure was not completed. The report noted that inadequate topical anesthetic may have been a contributing factor. Additional information has been requested.